Manufacturer narrative:
Analysis of the implantable neurostimulator found insignificant anomalies and it was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having a difficult time recharging. The patient had pocket revision and the healthcare provider (hcp) made a new pocket lower. The patient wanted a new battery due to the difficulty and the battery was replaced. The patient lost weight, and the battery site was painful and they had difficulty recharging. Pre replacement impedance check showed electrode 15 impedance at 22078. The patient was not programmed on this electrode. Post replacement electrode 7 impedance at 22078. Physician did not keep track of which lead went into new port on ins. The issue was resolved. No further complications were reported/anticipated.